Manufacturer narrative:
The user reported being hospitalized on (B)(6) 2025 due to cellulitis in their leg. During the call, the user stated they were feeling well. The event was not related to diabetes. The user received treatment at the hospital and was prescribed doxycycline along with another antibiotic, the name of which they could not recall. The user's hcp was not aware of the event; therefore, the user was advised to follow up with their hcp for further medical guidance and to continue testing blood glucose levels using their meter as a backup. A review of dms data confirmed that the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported being hospitalized on (B)(6) 2025 due to cellulitis in their leg. During the call, the user stated they were feeling well. The event was not related to diabetes. The user received treatment at the hospital and was prescribed doxycycline along with another antibiotic, the name of which they could not recall. The user's hcp was not aware of the event; therefore, the user was advised to follow up with their hcp for further medical guidance and to continue testing blood glucose levels using their meter as a backup. A review of dms data confirmed that the user is currently using the system with up-to-date information.